Event description:
It was reported that the patient presented for follow up in clinic with a complaint of chest pain. The patient was admitted to the hospital where chest x-ray, echocardiogram, and computerized tomography (CT) scan were performed and eliminated the possibility of lead perforation and pericardial effusion. Device interrogation revealed a decrease in r-wave amplitude and an increase in capture threshold exhibited by the right ventricular lead. The patient was scheduled for revision and the lead was explanted and replaced. The patient was in stable condition.